Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had display anomaly. It was reported that the pump screen was pixelated. It was reported that the customer had issues with sensors. The customer's blood glucose level was reported to be 80mg/dl. It was reported that the pump and sensors would be replaced.

Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was programmed with test guardian 2 link and the glucose sensor simulator, the insulin pump communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. The insulin pump displayed the programmed value properly on the display graph, the sensor feature working properly. No calibration anomalies or unexpected sensor errors were noted. The insulin pump powered up properly after battery installation. No partial display or pixelated display noted. The pump was monitored for a day and no pixelated display or display anomalies occurred during testing. The insulin pump was received with scratched case, serial number label faded, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay and minor scratched lcd window.